Event description:
The event is reported as: the staples were not forming properly. No pt injury reported.

Manufacturer narrative:
Sample has been requested but not received in time for this report. Investigation results not available at time of this report. A f/u report will be sent when available.